Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the excluder device have not been evaluated in pt populations undergoing revision of previously placed stent grafts. Potential device or procedure related adverse events include (e.g., aneurysm, device or access sites) and surgical conversion.

Event description:
In 2004, the pt was implanted with a gore excluder aaa contralateral leg component status post endovascular repair on an abdominal aortic aneurysm using aneurx stent grafts in 1999 and 2000. In 2006, the pt underwent open repair of a type-2 endoleak. Twenty four days later, an angiogram showed aneurysm enlargement, but no signs of an endoleak; however, there were signs of gram-positive cocci infection within the aortic and iliac grafts. The following month, the infected aortic and iliac grafts were removed, and the pt was converted to open repair. The pt tolerated the procedure. No further complications have been reported.